Event description:
It was reported that (2) devices were used during a gastric bypass. It was reported by the rep that the surgeon was using ts45b and approx on the 5th or 6th stapling, the stapler jammed after delivering the staple line. The stapler had to be pryed off of tissue. The cartridge could not be removed from the stapler. The case was completed by using another instrument. There was an extended operating room time of (10) mins. 08/06/1999 further info from rep: no pt consequence, pt doing fine.